Event description:
A pt reported blood glucose results of "23.8 mmol/l", "18.9 mmol/l", 7.4 mmol/l", 20.5 mmol/l" and "19.4 mmol/l" with a lifescan meter, performed between 11-20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.